Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right hemicolectomy procedure, while suturing the anastomosis of the intestine, the surgeon felt that the thread could easily pull out through the fabric. The anastomosis also looked smooth instead of with some retraction. There was also a long piece of wire left over, which was not normal. There were no or fewer barbs on the device; it was too smooth. A suture from another manufacturer was then used. However, the user was not satisfied with the wire and decided to redo the entire anastomosis. The floc has been felt, and the barbs are minimal.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two partial sutures. One segment had barbs and the other segment was unbarbed. The unbarbed section may have come from a section of the suture that had no barbs like around the suture attachment site. The suture segments were measured with a metal ruler, calibrated asset, and determined the length of the barbed suture segment was 4 1/2 inches and the unbarbed suture segment was 3/4 of an inch. No signs of transfer material were observed on the unbarbed suture segment. The foil pouch was inspected with light assisted microscopy with no abnormalities. It was reported that the thread could easily pull out through the fabric, there were no or fewer barbs on the device and there was also a long piece of wire left over. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: suture broken. Visually, the suture was returned broken. The most likely cause could not be established from the information available. The manufacturi ng records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while suturing the anastomosis of the intestine, the surgeon felt that the thread could easily pull out through the fabric. The anastomosis also looked smooth instead of with some retraction. There was also a long piece of wire left over, which was not normal. There were no or fewer barbs on the device; it was too smooth. A suture from another manufacturer was then used. However, the user was not satisfied with the wire and decided to redo the entire anastomosis. The floc has been felt, and the barbs are minimal.